Event description:
Two enzyme tablets with a dark yellowish color, color should be white, and the tablets never fizzed. Called alcon on 2/14/06, rep. Said that is generally an indication that the product has been exposed to moisture. Purchase date: 12/30/05.